Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging obtaining inaccurate high control solution results. No exact results were given. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.